Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: after firing, the anastomosis was not completely cut. A new instrument was used to complete the procedure. No bleeding occurred as a result.